Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in pt use. During the evaluation of the ventilator at a third party service center, the device was found to have a defective power supply. The ventilator's power supply was replaced to address the issue.